Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery. Upon initial inflation, the delivery balloon burst at 3 atmospheres leaving the stent partially expanded at the target lesion site. The sds was withdrawn from the pt without complication. Another balloon catheter was used to fully deploy the stent at the target lesion site. There were no clinical sequelae reported relative to the event.